Manufacturer narrative:
(B)(4).

Event description:
During follow-up, multiple non-sustained rv-noise episodes and oversensing were observed. Investigation revealed the issue was attributed to premature ventricular contraction. The issue was resolved by reprogramming. The patient condition is stable.